Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: microbubbles, blood leakage from connections. Detailed inquiry description: upon observation, there were microbubbles identified within the bloodline and blood leakage identified at the patient connection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) pictures were provided for evaluation. Upon a visual inspection of the pictures provided, on two (2) of them it was identified bubbles in the fluid path. The other two (2) pictures showed the box label information and the set's tag information. No evidence of leakage was identified in the pictures provided. Based on these findings, the reported defect for air-in-line was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A batch record review for the reported lot number was performed, and no non-conformances or deviations were identified during the manufacturing process or final inspections. The retained samples corresponding to the reported lot number were visually and physically evaluated in accordance with the applicable specifications. All test results were found to be acceptable. As a result, the defect reported by the customer could not be confirmed in the retained sample. Although the reported defect was confirmed, an exact root cause could not be determined without an actual sample to evaluate. The pictures provided did not provided enough evidence of the defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.